Event description:
The design of the megadyne allows both handheld and foot pedal cauteries to be placed in the same port resulting in both cauteries being active (the foot pedal cautery is active without using foot pedal).